Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing due to extremely low amplitude. This undersensing resulted to non-conversion of ventricular fibrillation (vf). This patient did not receive therapy for 30-60 seconds. This rv lead was abandoned surgically. No additional adverse patient effects were reported.